Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown liner, unknown cup, unknown head, unknown stem. Multiple reports were submitted along with this report 0001822565-2021-01445, 0001822565-2021-01446, 0001822565-2021-01447. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent a left hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that patient underwent a left hip revision after an unknown amount of time post implantation due to loosening of the cup component. Attempts have been made and no additional event information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.